Event description:
Vns patient experienced an episode of bradycardia during intraoperative lead test (40 bpm). Heart rate returned to normal upon completion of lead test. Stimulation was initiated ten days later under ECG monitoring without further cardiac incident. Normal mode output current was increased by 0.25ma every three weeks thereafter. Repeated ECG's and evaluation by a cardiologist confirmed no cardiac side-effect with parameter increases. The patient reported no changes in seizure frequency, but seizure severity was significantly reduced.